Event description:
It was reported that an fsl3+ sensor did not connect to the ilet pump because it had been scanned and paired with the abbott mobile application instead of the ilet mobile application, resulting in the sensor being in use by another device and preventing pump integration. Symptoms included no adverse clinical effects. Outcomes included successful re-establishment of sensor-pump pairing after replacing the sensor and scanning it with the ilet mobile application, with the system entering the warm-up period and no alerts or alarms reported. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error that led to the sensor being paired to the wrong application. It was concluded that the device functioned as designed and that the issue was due to use error, resolved through correct pairing and education.